Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on a meter, compared to lab results, within 10 minutes: 96 mg/dl (lab) and 176 mg/dl (compact plus meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.